Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's device was not working. The patient planned to have the device reprogrammed and potentially have it removed. The patient also felt numbness in her leg.